Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been five other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, after insertion the patient had foreign material like plastic fiber was seen on the back of iol optic which foreign material was removed. Such incident took place twice a week. The surgery was completed. The sample is not available because it was discarded. There are two medical device reports associated with this event. This is case 1. Additional information has been requested.